Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing, which resulted in inappropriate mode switching. The ra lead was capped and replaced on (B)(6) 2026. The patient remained in stable condition.